Event description:
It was reported that the solution did not flow from a large volume infusor. The device was filled with fluorouracil (filtered during compounding) and normal saline ((filtered during compounding) for a total volume of 260 ml. Priming was performed, flow was verified, the device was brought to room temperature, and the device was connected to the patient with the flow restrictor taped to the patient's skin. The no flow event then occurred, leaving approximately 260 ml of solution within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspections were performed and revealed no evidence of flow at the distal luer when the luer cap was removed. The reported condition was verified. The cause of the condition was determined to be micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.